Event description:
The customer called to report that she's been experiencing high blood glucose levels. The customer stated that she has been hospitalized three times in the past month due to bent cannulas. Advised the customer to try a different type of infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.